Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 4.8, lab: 14.0. Therapeutic range: unk. Patient was sent to the hospital due to bleeding and went into a coma. Customer called in and was not the person running the test. Caller provided limited info on technique and patient specifics. An alere technical consultant spoke with the customer who stated that the patient had a lot going on and had declining health. No further info was provided. The patient status is unk at this time.

Manufacturer narrative:
Investigation pending device return.